Event description:
During an af procedure using ensite x in voxel mode, there was an air leak through the sheath. The sheath was exchanged, and the procedure was finished successfully without any adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.